Manufacturer narrative:
Correction: updating implant field

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported during in clinic follow up that the pacemaker showed high capture and premature battery depletion. No intervention or patient consequences were reported.